Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to verify the leak, identify exact location and root cause without the samples. Based on the problem description and photos provided, a likely cause are leaks at the bubble trap. The customer reported using an inline hand pump without a gauge to pressurize the device. Use of a hand pump can result in pressures exceeding 300 mmhg and result in ranger disposable set leaks. Without a pressure gauge the clinician cannot ensure pressure does not exceed 300 mmhg. Operator's manual and disposables instructions for use include, do not exceed 300mmhg pressure and ensure inline hand pressure pumps or other pumps do not exceed 300mmhg pressure. Solventum will continue to monitor.

Event description:
A user facility reported five 3m¿ ranger¿ blood/fluid warming high flow sets leaked blood at the bubble trap when the cassettes were pressurized. An inline hand pump without a pressure gauge was used to increase the flow rate. No injuries or medical interventions were required due to the alleged malfunction.